Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The etco2 could not be calibrated on this device. There was no patient involvement.